Manufacturer narrative:
(B)(4).

Event description:
Related manufacturer reference number: 2017865-2019-14678. New information received notes the patient received inappropriate high voltage therapy due to atrial fibrillation with rapid ventricular rate. The right ventricular lead's low defibrillation impedance triggered an over current detection alert.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with multiple episodes of inappropriate anti-tachycardia pacing and inappropriate shocks. Upon interrogation, the right ventricular lead exhibited low defibrillation impedance. The physician capped and replaced the lead on (B)(6) 2019. The patient was in stable condition.